Event description:
With 2 technologists operating the machine, one technologist moved the tabletop while the other had her thumb on bucky device. The second tech's right thumb was caught between the bottom of the table top & the top of the bucky.